Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit. The technician checked the unit after it had been plugged in overnight. The technician found the tank temperature to be 2°c and no ice present. Ice icon was constantly showing full block of ice. When the compressor was manually switched on the compressor would shut off after 2 minutes. Measured the ohms on the ice sensor and found sensor to be out of spec. The hcu30 was sent to factory for repair. A supplemental medwatch will be submitted when additional informations becomes available.

Event description:
It was reported that the hcu30 stopped cooling while on patient. The unit was replaced with a backup unit. Additional information: no negative consequences for the patient was reported. (B)(4).

Event description:
(B)(4).